Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that multiple samples were repeat reactive with prism (B)(6) o plus lot 58041m500. Further testing with generated negative or indeterminate results. Testing with eia (B)(6) generated negative results. In addition nat testing was performed and negative results were generated for all samples. (B)(6). There was no report of impact to patient management.

Manufacturer narrative:
Returns from the customer site are unavailable. Therefore, a clinical specificity protocol was run against the prism metrics database for the lot 58041m500. The initial reactive rates and the repeat reactive rates for this lot were less than the assay package insert claims of 0.13% and 0.12%. Acceptance criteria were met, indicating acceptable performance of ths reagent lot. The abbott prism hiv o plus assay package insert contains information to address the current customer issue. An adverse trend was identified due to an increase in complaint activity for increased reactive rates with the abbott prism hiv o plus, list number 3l68. However, as the reactive rates were, and continue to be within package insert claims, this does not represent a product deficiency or malfunction of the abbott prism hiv o plus assay. No additional issues were identified.